Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle (tw) is identified as: assembly/component issue / control, connector unplugged/loose.

Event description:
Dealer states the indicator light is not working.